Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code which occurred before use. Medication was not being infused at the time of failure. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, tubing product code, or set-up of the infusion device. Additional contact information was requested but no additional contact was provded.